Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion top and bottom jaw were bent and the needle would not fire. Upon removal of the needle, it had broken off inside the device and was stuck. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.